Event description:
It was reported by the patient that they underwent spinal cord stimulator (scs) device explant procedure. It was reported by the patient they could not remember the reason for explant but remembers they had a stroke.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5144202. Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5140875.